Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply had intermittent beeping and intermittent energy coming from the generator when the harvesting tool was activated. The harvester switched out the generator for an older generator and the issue of intermittent beeping and intermittent energy was resolved. The harvester stated that this issue has been going on since they received the new generator. This account has had several issues with new generators that they have purchased and have had similar complaints like this issue in the past. The defective generator was removed from use and was saved to be returned for evaluation. No injuries occurred due to the defect. The only procedural delay was the time needed to get a new generator which was less than 3 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code changed to 1121. The device was returned to the factory for evaluation on 06/12/2025. An investigation was conducted on 06/18/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. A manufacturing engineer evaluation was conducted. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461a (bmram ID# (B)(6)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.51 vdc (passed test). Low current output: 4.00 amps dc (passed test). High current output: 5.99 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "intermittent continuity" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.